Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review will be conducted.

Event description:
The event involved a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock where the customer reported that the nurse used a bifurcation that was attached to the patients IV. Both lines going to the bifurcation were running normal saline. After the fluid was running for a couple of minutes, the patient noticed there was water dripping out. The customer checked both lines thinking they had not tightened the lines onto the port very well but they were in their tight. The customer stated that both ports were leaking / dripping water; they changed out the bifurcation, made sure the new one didn't leak. There was patient involvement, but harm was not reported as a consequence of this event.